Manufacturer narrative:
Batch review performed on 19 december 2019. Lot 163570: (B)(4) items manufactured and released on 25-jul-2016. Expiration date: 2021-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years and 9 months, complaining of pain due to a loose stem. The surgeon revised the stem and head with another company's product and revised the liner with a medacta liner. The surgery was completed successfully.